Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. The receiver as observed to power on intermittently and then loses power. The receiver case was opened for further evaluation. An internal inspection was performed and observed that there is no epoxy encasing the edges of the u1 or ui-u1 board. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be an assembly error.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/12/2016 that on (B)(6) 2016, the patient's receiver ceased to function. There was no report of any injury or medical intervention. No additional event or patient information is available.